Event description:
The customer reported a battery out limit alarm after wetting insulin pump. The customer was unable to clear the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damge on the electronics. Unable to verify the battery out limit alarm due to the blank display.